Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) units batteries are not charging and cannot turn on in both ac and dc supply.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) cannot turn on in both ac and dc supply. Also the machine is not charging the batteries. There was no patient involvement.

Manufacturer narrative:
It was being reported that during daily routine check the cardiosave intra aortic balloon pump (iabp) had an issue regarding the unit which can not be turned on in both ac and dc supply and also the machine is not charging the batteries. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had checked the unit which was found to be ok. After that the fse had installed the power management board from demo unit (loaner) and also carried out the functionality test which was found to be ok. Than the fse had further performed the "pneumatic leak test", functional tests and also carried out the calibrations which had been passed. After that the fse had performed full operation of machine using iabp trainer which had also passed. The unit was functional and in good working condition by installing the loaner (power management board). Through the subsequent follow-up, the fse had confirmed that the unit was verified to be functional before it was returned to customer and cleared for clinical use.the failure analysis and testing dept. Received pcb,power management, rohs with a reported unit failure of the unit not turning/powering on.the failure analysis and testing dept. Performed a visual inspection and observed white residue on component cr 29.please see attachment.based on past experience, this residue is consistent with saline.CAPA 14-ca-0097 has been initiated to address this issue.the white residue on cr 29 may be the probable cause of the unit not powering on.due to observing this white residue and the risk it poses, this part cannot be investigated any further by the failure analysis and testing dept.retaining the power management board in the failure analysis and testing department per procedure number 0002-07-d008 rev. An.the fat dept received part from the supplier. The supplier evaluation states the following:1. Perform incoming visual inspection result: found test point at location tp4 was bent.the fat dept will retain this part as per procedure 0002-07-d008.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.